Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the patient alleges that the chair has been hard to push. The dealer states that the patient noticed that the weld was broken on the left side and the dealer states that the fork seemed bent. The dealer stated that the frame is still intact and it did not break yet.

Manufacturer narrative:
The device was evaluated by the returns department which found that the unit was missing hinge pins, lower frame tube was worn and scratched, front frame tube has scratches and corrosion, broken weld where the headtube was welded to the front frame tube.

Event description:
The dealer states that the patient alleges that the chair has been hard to push. The dealer states that the patient noticed that the weld was broke on the left side and the dealer states that the fork seemed bent. The dealer stated that the frame is still intact and it did not break yet.